Event description:
Introducer sheath was accessed through the femoral artery. During performing a renal angioplasty, the standard wire guides, 6 french balloon catheter and 6 french multipurpose catheters were exchanged through the introducer sheath without any noted complications. At the conclusion of the procedure, the introducer sheath remained in place until a normal act level was restored. The sheath was indwelling for an estimated 115 minutes. During the attempted removal of the introducer, the device began to unravel. A noted separation was observed. The separated distal segment was successfully retrieved utilizing a wire snare. No pt injury or complications resulted.